Event description:
Update rec'd 06/02/2014 - pfs and medical records received. Medical records indicate hip was explored due to metallosis and pseudotumors. During surgery the surgeon was unable to revise the products, so they were not removed. The information received does not change the MDR decision. The complaint was updated on: 06/26/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Litigation papers allege that the patient suffered physical impairment; extreme pain in his right hip and thigh, limited range of motion and elevated levels of chromium and cobalt in his blood as result of the implantation with the asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).